Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1 g, discontinued, route and the frequency was not reported) and amikacin injection (150 mg, discontinued, route and frequency was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.